Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k camera head is unable to display image after repair; however, the cable worked as normal. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The subject device manufacture date was not identified as the device serial number is unknown. Therefore, the device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is presumed that a communication failure has occurred due to partial disconnection of the cable, and the image is no longer displayed on the second connection. The cause of the partial cable disconnection could not be identified. Olympus will continue to monitor field performance for this device.